Event description:
The customer reported via phone call that the insulin pump has a black line on the edge of the screen and the batteries are not lasting. Customer stated that the missing segment was apparent 6 months ago on (B)(6) 2014. Blood glucose at the time is unknown. Customer stated that the batteries have to be frequently changed. Last battery changed was two days ago and the battery indicator did show less than 2 bars. Blood glucose was 104 mg/dl. The device was not dropped or bumped and the battery compartment did not have any corrosion. Customer stated that her doctor recommended to get the insulin pump replaced. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer declined the replacement and stated she will contact the diabetes therapy consultant regarding an upgrade.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.